Manufacturer narrative:
Batch review performed on 27.jan.2020: lot 187510: (B)(4) items manufactured and released on 12-dec-2018. Expiration date: 2023-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medicla affairs manager: periprosthetic fracture occurred few weeks after cementless total hip arthroplasty in a (B)(6) year old man. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device. Preliminary investigation performed by r&d project manager: implant covered in biofluids. It is not possible to determine the failure root cause.

Event description:
Revision surgery performed 3 months after the primary due to periprosthetic fracture (not trauma-related). The surgeon revised the stem and the ball head.